Event description:
Director of respiratory therapy at the hosp called to report a mechanical failure on drager ventilator. There was an error and alarm sounded and ventilator stopped working. MFR was contacted. They will send someone to service the product. There were no patient consequences as the patient was switched to another one. No patient information was provided. No further device information was provided.